Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the ipp was blocked and the doctor didn't know what the problem was, introduced the patient to the operating room to see what was happening. Once in the operating room they saw that the steel ball that allows the liquid to return to the reservoir was jammed and by pressing very hard they were able to unblock it. They did not remove the pump. Subsequently, the patient has been blocked again by the pump twice. But the prosthesis is still implanted.

Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconformance revealed no nonconformance with this lot that would have contributed to the event. The most likely root cause of the event may be attributed to the deflate pin temporarily sticking in the internal components of the pump body. Physician training materials indicate that the deflate pin can be released by firmly pressing the release valve, thus allowing the device to function properly. If the device is explanted and becomes available, or if additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.